Manufacturer narrative:
The manufacturing lot review confirmed all devices met specifications prior to release. The devices were not returned as they remain implanted, and therefore no sample evaluation was completed. A clinical evaluation of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging; several requests were made and a denied response was received. As such, the event determination, off-label conditions, related patient harms, and patient disposition could not be assessed with medical records/ images. However, the reported high deployment/landing of the aortic main body at initial implant (cautionary product use) most likely contributed to the narrow flow lumen (stenosis). No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.

Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
The patient was initially treated with the ovation ix abdominal stent graft system. Endologix was notified by a distributor reporting at the initial procedure, the aortic body was deployed as expected however, landed higher than expected resulting in a narrow flow lumen and potential infolding. The physician elected to treat the patient five (5) days post-op with a non-endologix stent and post dilation. The re-intervention successfully improved flow. There were no additional negative patient sequlae reported. The patient will continue to be monitored.